Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed both ts remain on the delivery needle. The needle is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended due to the bent needle. The device was not returned in the condition of the reported complaint of t2 pre-deployment. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscus repair surgery, after t1 was implanted, t2 fell off. T1 was cut at the end of the suture. Implant t2 and suture were taken out. A backup device was available to complete the procedure with no significant delay and no patient injuries.